Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector during user handling causing the electrical components to be damaged and the display of error message e315. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image. The user may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited an error code 315. The malfunction occurred during the pre-check inspection. The device was not used in any clinical procedure. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of e315 code was confirmed. The moisture indicator was triggered and there was evidence of fluid ingress within the plug body. Additionally, the following findings were also identified, and are as follows: (a.) The light glass cover was chipped, (b.) The light cover glass adhesive were worn, (c.) The optical cover glass adhesive was worn, (d.) The outlet pipe condition sealant was worn, (e.) The distal end (d/e) adhesive was worn, (f.) There was water ingress in suction connector, (g.) The angulation in the up/down/left/right was out of specification, (h.) And the play of up/down angle knob was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.